Event description:
It was reported that during a permanent implant procedure on (B)(6) 2023, the somatosensory evoked potentials (ssep) lost communication with the patient's lower extremities. As a result, the physician abandoned the procedure. Post-operatively, the patient had full use of their lower extremities.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.